Event description:
It was reported that the programmer produced white smoke, suspected to be caused by internal short circuit resulting in burnout. No adverse patient effects were reported. The programmer will be return for repair or analysis.